Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02784. This report is being submitted as additional information. Approximate age of device ¿ 5 days. Manufacturer's investigation conclusion: the device was not explanted and was therefore not available for evaluation. A direct correlation between device and the reported event could not conclusively be established through this evaluation. Stroke, neurologic dysfunction and renal failure are listed in the instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this IFU lists thromboembolism as a potential last postimplant complication. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired due to stroke on (B)(6) 2017. The day after pump implant, the nurse noted that the patient was not responsive despite deep stimulation. A CT scan of the head showed very extensive bilateral subacute aca and mca territory infarcts. The CT scan showed extensive brain injury likely from major embolism from multiple thromboembolic events not amenable to thrombectomy. The patient was not on anticoagulation at the time. There were no bleeding issues. An electroencephalogram was given, cooling blankets were applied, and hypertonic saline given. A family meeting was conducted and the patient was subsequently made "do not resuscitate". The pump was not explanted. Information provided by neurology department: the patient has developed progressive loss of his brainstem reflexes, only partly responsive to maximal medical therapy, due to large bilateral cerebral infarcts - the etiology of the infarcts remains unclear but doubt air embolism given the involvement of larger arterial distribution and the bilateral injury. At this point possible locations include the lvad, intracardiac, or bypass, as well as post-operative afib - in all instances the infarcts are large enough that the risk of anticoagulation from a hemorrhagic conversion perspective is prohibitive and overall the prognosis for any meaningful neurological recovery is extremely poor. Given the already rapid loss of brainstem reflexes further injury is likely despite best medical therapy with the underlying cause being further vasogenic edema or hemorrhagic conversion though in either instance the main treatment is osmotherapy with a low likelihood of success; the nature of bilateral injury makes surgical decompression not an option. It is possible the exam is confounded by renal failure, though this would not typically cause a loss of brainstem reflexes responsive to osmotherapy.